Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint devices were received and forwarded to the supplier for evaluation. Both devices were noted to be in used condition and there was evidence of tissue within the suction ports of the active tips. Additionally, minor scratches were noted on the ceramic portion of the tips. Both devices passed all electrical checks but failed a flow test, confirming the reported blockage. Further examination revealed tissue build-up at the flow control valve inlet on one device. It was not possible to unblock the devices via activation and suction alone. Positive pressure checks were performed, which revealed a very small leak under high positive pressure for each device; it is not possible to determine if this leak contributed to the blockage. A supplier CAPA was completed to investigate tripolar device suction issues. Two root causes were identified: device misuse and inadequate slider positioning prior to blister packaging; process improvements were implemented as a result of this investigation. These complaint devices were manufactured after the improvements were implemented, suggesting that the observed failures may be a result of device misuse. Activation of the device with the flow valve in a closed or low flow setting will prevent tissue from exiting the device. A DHR review for this lot did not indicate any issues with the manufacturing process related to the reported failure. Review of the depuy synthes mitek complaints system revealed three other dissimilar complaints for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a shoulder decompression surgical procedure, it was observed that the vapr tripolar electrode device was blocked. The surgeon tried unblocking it without any luck. A second one was opened from the same lot was also blocked. The surgeon did not bury the tip of the electrode in the tissue. There was a delay of two minutes in the surgery. The surgeon had to open another tripolar electrode to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).